Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, patient tried attentive profile and it was functional.

Manufacturer narrative:
(B)(4).